Event description:
During the laparoscopic cholecystectomy procedure, the surgeon reported excessive charring at the monopolar hook tip. The device was removed numerous times during the procedure for cleaning. Info from the case also indicated that the monopolar hook tip came into contact with other metal instruments. The surgeon noted sparking near the hook tip and replaced the device with a new unit to finish the procedure. No injury or impact to the pt was reported. Upon return for complaint evaluation, visual inspection showed insulation breakdown at the device tip.